Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deflation difficulties were encountered. The target lesion was located in the moderately tortuous upper arm. The symmetry balloon catheter was advanced to the lesion and the balloon was inflated once for one minute. Deflation was noted to have taken approximately 2-3 minutes. The balloon was able to be completely deflated and was removed without issue. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is reported as "good".

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw would no longer open during use. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Advancer bypass toward tissue stop the analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it fed three conforming clips and then, the tip of the advancer slid toward tissue stop during two firing sequences causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws; pear shaped clips were released. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.